Manufacturer narrative:
Dimensional evaluation found component to be within appropriate design specification. Evaluation of the explanted device found evidence of fatigue fracture. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under adverse events, it states, "the following are the most frequent adverse events after fixation with orthopaedic screws, plates, intramedullary nails, compression hip screws, pins and wires: loosening, bending, cracking or fracture of the components or loss of fixation in bone attributable to nonunion, osteoporosis, markedly unstable comminuted fractures". This is a follow-up to report product evaluation for previous reported medwatch reports 1818910-2012-12444. (B)(4).

Event description:
It was reported that patient underwent a fracture repair procedure utilizing a versanail system on (B)(6) 2011. In (B)(6) 2012, patient had a sudden onset of pain while walking with a walker. Radiographs taken on (B)(6) 2012 revealed the femoral nail had fractured. A revision procedure was performed to remove the fractured screw.

Manufacturer narrative:
Dimensional evaluation found component to be within appropriate design specification. Evaluation of the explanted device found evidence of fatigue fracture. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under adverse events, it states, "the following are the most frequent adverse events after fixation with orthopaedic screws, plates, intramedullary nails, compression hip screws, pins and wires: loosening, bending, cracking or fracture of the components or loss of fixation in bone attributable to nonunion, osteoporosis, markedly unstable comminuted fractures". This is a follow-up to report product evaluation for previous reported medwatches 1818910-2012-12444 and 1818910-2012-12444-1. (Note: biomet, inc. Acquired the trauma product line from depuy orthopaedics, inc. (¿depuy¿) on june 16, 2012 (¿closing date¿). Pursuant to the written agreement between biomet and depuy, biomet agreed to be responsible for regulatory reporting for events which occurred after the closing date regardless of the entity that actually manufactured the product or actually sold the product to the healthcare provider. Because the product that is the subject matter was manufactured before the closing date, please be advised that the subject product was manufactured by depuy and not biomet.) Depuy also sold the product that is the subject matter to the healthcare provider involved.

Event description:
It was reported that patient underwent a fracture repair procedure utilizing a versanail system on (B)(6) 2011. In (B)(6) 2012, patient had a sudden onset of pain while walking with a walker. Radiographs taken on (B)(6) 2012 revealed the femoral nail had fractured. A revision procedure was performed to remove the fractured screw.